Manufacturer narrative:
This report is being amended to include information about section f. Section f was not completed because information was provided by one or more consumers and specific details about the user facility or healthcare professional were not available at the time of this report.

Event description:
Device removed due to chronic dislocations.